Manufacturer narrative:
Unit received with minor scratched lcd window, scratched display window cover, cracked case battery tube, faded serial number label, scratched case, missing retainer and missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked. Customer's blood glucose was 18.1 mmol/l. Insulin pump would need to be replaced.